Event description:
Two bioraptor anchors broke during insertion. The site was pre-drilled with a 3mm bit, but not the drill with the tapered tip. Shoulder repair was completed with the use of a 3.5mm twinfix, a 2.8mm twinfix and two biofastak's. No lengthy delay was experienced to the surgery and no ill-effect to the patient. It was confirmed that the broken pieces were removed with the use of a shaver. No patient injury resulted.